Event description:
The customer reported that the device was used for laparoscopic colectomy procedure. After sealing and releasing the jaws, the seal was oozing and there was some tissue damaged. The oozing was under 250 cc. Another device was opened and used to complete the case. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue between the jaws. When latched closed, the jaws aligned properly to each other. The device was tested for resistance, jaw gap, jaw splay (lateral misalignment) and spring compression and all tests were within the specification. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.